Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient experienced ineffective therapy of the s2 lead. Imaging confirmed s2 lead migration. Surgical intervention was undertaken wherein the s2 lead was explanted and replaced. During the procedure, the left s1 was dislodged and as a result also replaced during the procedure.